Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited an increase in pacing threshold and right ventricular lead noise that began occurring sometime in (B)(6)2017. No other electrical anomalies were noted. The patient noted that they had caught themselves while falling around this time. On (B)(6) 2017 the leads were removed and replaced, and the pulse generator was electively upgraded. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.